Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that device alarmed a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was unknown. Insulin was squirting out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. No a33 alarm. However, the motor passed motor test. The currents are within specifications. The insulins pump had minor scratched lcd window cracked near the display window corners, cracked battery tube threads cracked, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. The insulin pump was missing the end cap sticker.